Event description:
It was reported that this right atrial lead was explanted due to suspected lead perforation. However, the sensing, threshold and impedance measurements were stable and no anomaly could be clinically observed. During the explant procedure, when opening the suture where the implantable cardioverter defibrillator was implanted, the seal plug that covers the screw was opened. It was the physicians decision to replace the ICD due to the loose seal plug. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case was performed. The right ventricular (rv) seal plug was damaged and showed a cut. Electrocautery marks were noted below, thru and above the rv seal plug. The electrocautery cut through the medical adhesive and appeared to have caused the rv seal plug to be loose within its cavity. In addition, the right atrial (ra) seal plug was also damaged by electrocautery. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. A series of electrical tests were also performed and again, normal device function was observed.

Event description:
It was reported that this right atrial lead was explanted due to suspected lead perforation. However, the sensing, threshold and impedance measurements were stable and no anomaly could be clinically observed. During the explant procedure, when opening the suture where the implantable cardioverter defibrillator was implanted, the seal plug that covers the screw was opened. It was the physicians decision to replace the ICD due to the loose seal plug. No additional adverse patient effects were reported.